Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional. The hand activation assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the first device was working normally. After approximately 30 min. From the start, the hand activations stop working. The device was detached from the handpiece and the generator was shut off. All items were re-connected and all checks were run again, but still the hand activations did not work. After the operation, the handpiece was checked according to the trouble shooting guide and was ok. The device worked as normal with the foot pedal. There were no adverse consequences for the pt.